Event description:
The customer reported that three units of plasma took between 25 minutes and 2 hours to filter. After the filtration, all three units appeared hemolyzed and were destroyed. There was not a transfusion recipient or patient involved at the time of the whole blood cell processing into plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4) investigation: three used sets and one unused set were returned for investigation. Testing of samples taken from the used sets confirmed hemolysis, however, the sets may have been affected by uncontrolled temperatures during shipping. Samples from the sets were tested and measured in terms of the concentrations of the free hemoglobin of the supernatants. The concentration of all the samples fell within the range of 51 mg/dl to 67 mg/dl. Platelet aggregation was noted at the filter of each of the returned used sets. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in the appearance and the measured values conformed to in-house standards. Hemolysis testing was performed on the cationized and super-cationized membranes from a typical hemolyzed lot, with hemolysis found. The manufacturing and testing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the high cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.